Event description:
During an in-clinic follow-up, noise that resulted in over-sensing, automatic mode switch (ams), and far p over-sensing were detected on the right atrial (ra) lead. The suspected cause of the event is due to suspected insulation damage, although not confirmed. Provocative testing was performed and the oversensing was able to be reproduced. The patient was stable and will continue to be monitored.